Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a puncture was performed at the ac cess site. The vessel diameter was reported to be 7 millimeter (mm), and no calcification or tortuosity were reported. The delivery catheter system (dcs) was attempted to be inserted through the inline sheath several times. It was reported that ¿the tip was failed to advance from the nose cone though several attempts were made¿. It was decided to remove the dcs. The dcs was removed, and the nose cone separated. The nose cone left in the blood vessel was attempted to be snared, without success. The nose cone was also attempted to be retracted using a balloon aortic valvuloplasty (bav) from the contralateral side, again without success. A laparotomy was performed to remove the nose cone. The blood vessel was damaged at the position where the nose cone detached, therefore a surgical treatment was performed. After the nose cone was removed, a second valve was inserted through an 18 fr sheath and was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the access site was on the right side. It was possible that the dcs was twisted as it was attempted to be inserted. Correction: it was reported in error that a balloon aortic valvuloplasty (bav) was performed in an attempt to retract the nose cone. A balloon valvuloplasty was performed rather than a balloon aortic valvuloplasty (bav). Product analysis: the device has been returned. The analysis results are pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the delivery catheter system (dcs) could not be inserted into the access vessel. Difficulty inserting the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, the cause of the difficulty inserting the dcs could not be determined with the information available. Insertion difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The device was received for analysis with the handle intact. The handle functioned to retract and advance the capsule with no issues noted. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, which potentially occurred during the attempted insertion. A kink was observed on the inner member near the spindle hub and the nosecone was noted to be detached from the inner member shaft. There was no other evidence of damage observed on the dcs. The dcs was examined by the manufacturing site who determined that the delamination of the inner member shaft resulted in the tip detachment. The kinking that was observed on the inner member shaft suggested that the shaft underwent a significant amount of force leading to the detachment. There was also a small dent observed where the tip meets the shaft, again suggesting that excess force was applied to the device. The manufacturing assessment concluded that this event was most likely not manufacturing related. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Historically, tip separation can be caused by manipulation (twisting and/or bending) of the dcs by the user or is related to excessive forces applied on the system during advancement, tracking or positioning. In this case, the difficulty experienced during insertion of the dcs, and the potential manipulation of the device to insert it, most likely caused the tip separation. There is no evidence to suggest a device failure to meet manufacturing specifications. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule fully opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. A kink was observed on the inner member near the spindle hub. The nose cone was detached from the inner member at the distal end of the inner member. The detachment site of the nose cone appeared to be clean with no evidence of any uneven or jagged edges. Conclusion: the investigation is in progress. Corrected data: first name and last name. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that an iliac artery dissection occurred. Subsequently, a surgical repair was performed. If information is provided in the future, a supplemental report will be issued.